Event description:
It was reported that the reservoir inflated with air readily after the first activation. It was found that there was a tear on the exit port of the reservoir. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In additional, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00417. The same patient is represented in each medwatch.